Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the cannula broke off or pulled out. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: phase: in preparation for use. Defect: after the needle cap is pulled out, the needle body becomes loose and falls off quantity: 70 pieces. Impact: no adverse effects on patients and users. Claims: need green claims/require complaint reply letter. Received an update from the sales representative, and the description of the incident was updated as follows: 1. This complaint is the same problem reported by the second department of the hospital, and the product number, batch number and problem description of the two complaints are the same. 2.the sales got feedback from the reproductive center customer today and went to the hospital to check. The problem has occurred in the department for about a week. The department collects blood from 300 patients every day, and about 10 cases of shedding occur every day. One of the nurses suffered a needle stick injury (uncontaminated needle ). 3. There are no actual problem samples this time and the samples of the same batch are returned.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for loose IV shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions.